Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. All the buttons functioned properly and no frozen display, flashing display or moisture damage on keypad traces noted. The insulin pump was monitored for 24 hours and no unexpected audio tone/beep or vibration noted. The insulin pump had high idle current due to corrosion found on mother board. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was flashing and vibrating; the customer changed the battery and the device was still vibrating. There were no alarms on the screen. The customer had the insulin pump on top of a cooler and it did not fall in the water. The patient's blood glucose at the time of incident was 320 mg/dl. Troubleshooting was initiated for the frozen display anomaly. The customer was unable to verify if time was advancing since the device was stuck at the boot-up process. All of the buttons were unresponsive aas well. The customer changed the battery but the device froze during the boot-up process once more. The customer was advised to revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.